Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure a shaft break occurred. The target lesion was located in the mildly tortuous distal rca (right coronary artery). The approach at the proximal rca was also noted to be calcified. A 5f convey guide catheter, choice guide wire and a 5.0x24mm veriflex stent were being used to treat the lesion. The veriflex stent was successfully deployed. The veriflex stent delivery system (sds) was unable to be pulled into the convey guide catheter and the entire system was removed as a whole. After removal, the sds broke on the table approximately 120cm from the hub. The procedure was considered completed with no patient complications and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a veriflex stent delivery system (sds) and stent with the related complaint devices. The distal portion of the veriflex was in the lumen of the convey; as received. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, on the shaft and balloon. The balloon was loosely folded with stent impressions. There was a complete midshaft separation 4mm distal of the hypotube. The balloon of the veriflex was protruding 2.3cm from the distal tip of the convey device. There were multiple kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The distal portion of the veriflex was able to be removed from the convey device; however, there was resistance and force was used. There was no evidence of any material or manufacturing deficiencies contributing to the damage or confirmed shaft separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. It was reported that the veriflex sds was used with a 5f convey guide catheter. The veriflex dfu and labeling includes the following for required materials: the dfu lists the minimum inner diameter (ID) of the guide catheter for monorail catheters is 0.066 in/1.68mm (6f). (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure a shaft break occurred. The target lesion was located in the mildly tortuous distal rca (right coronary artery). The approach at the proximal rca was also noted to be calcified. A 5f convey guide catheter, choice guide wire and a 5.0x24mm veriflex stent were being used to treat the lesion. The veriflex stent was successfully deployed. The veriflex stent delivery system (sds) was unable to be pulled into the convey guide catheter and the entire system was removed as a whole. After removal, the sds broke on the table approximately 120cm from the hub. The procedure was considered completed with no patient complications and the patient status is fine.